Event description:
It was reported that the device is not stay locked. The procedure was completed with no significant delay and no patient injuries.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) ((B)(4)the correct manufacturing site information and registration number is (B)(4) ((B)(4)).

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and it was observed the cross bar was not returned and the unit had been disassembled and the t-bar had been removed. Further evaluation observed the pinch plate was warped. The unit was reassembled and a functional test revealed that the device could not lock the t-bar position. The complaint was confirmed and the root cause was associated with mechanical component failure.

Event description:
It was reported that the device is not staying locked. The procedure was completed with no significant delay. No backup device was available. No patient injuries were reported.